Manufacturer narrative:
H.6. Investigation: an "unusual plot/curve" was reported against the bd max instrument catalog number 441916, serial number (B)(6) . Customer reported receiving noisy curve on bd covid assay. Complaint was moved to applications engineering. It was determined to be due to contamination introduced by the lab environment. Customer conducted cleaning of instrument and all surfaces. Instrument was returned to the customer functional. Complaint is unconfirmed as an instrument issue. Root cause was determined to be due to contamination of the instrument. By the lab environment no parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: " customer reported getting noisy curves on bd covid assay tests. They did not report technical error messages. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: eua(B)(4). The following information was provided by the initial reporter: "customer reported getting noisy curves on bd covid assay tests. They did not report technical error messages."